Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. For use by user facility/importer(devices only). (B)(4).

Event description:
It was reported that right ventricular oversensing occurred when the patient would sit up or contract the abdomen. It was further reported that diaphragmatic stimulation occurred with atrial oversensing and that a left ventricular lead warning occurred for low impedance. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that right ventricular oversensing occurred when the patient would sit up or contract the abdomen. It was further reported that diaphragmatic stimulation occurred with atrial oversensing and that a left ventricular lead warning occurred for low impedance. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the partial lead was returned in segments and was analyzed. Analysis revealed there was a breached depression of the outer insulation. It was noted the proximal coil was fractured/melted, there was cosmetic depression of the outer insulation, there was blood on the distal and proximal conductors (not obstructed) and there was a white substance on the outer insulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.